Event description:
A pt was referred to have an intestinal feeding tube inserted. When the pt arrived at the hosp pt's condition was described as "cadaver like - meaning that the pt appeared malnourished and cachectic". The pt underwent a laparotomy and extensive lysis of adhesions, the procedure eventually led to a jejunumostomy and insertion of a feeding tube. Intergel was used at the end of the procedure. 4 days post op the pt was agitated and requested sedation. Pt had been on a pt controlled analgesia pump since surgery. Pt was given 1 mg ativan. The following day pt was difficult to arouse and confused. Lucidity returned for a short period, after which there was cardiac arrest. Reportedly there was a delay in resuscitation but pt was resuscitated and sent to the coronary unit. Hemoglobin after the arrest was 4 gms, platelets 5000 and leukocytes 1.0 with a repeat of 0.8. The pt expired 5 days post op. The dr reported he did not feel intergel was related to the death.